Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to the pump casing being damaged, the customer experienced difficulty with loading a cartridge. In addition, it was reported bubbles were observed on the touchscreen. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.